Event description:
Customer reported that : "the gamma nail broke when it was inserted into the patient. The nail locking nut or screw on the nail holder broke in the nail. The device could be removed and replaced with a new one with a new insertion aid." Additionally reported: - this occurred during primary implantation. - no debris reported. - it was the "nail retaining screw" that broke off. - "no more than a few minutes" of delay.

Manufacturer narrative:
The reported event that the nail holding screw gamma3 broke in the nail could be confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the nail holding screw was found to be broken. There is a clear breakage visible around the distal region of the nail holding screw. Apart from this, the threads at the distal end of the nail holding screw are also damaged. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use instructs user that: ¿the stryker "instructions for cleaning, sterilization, inspection and maintenance" help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects.¿ based on investigation, the root cause was attributed to a normal wear related issue. The device was manufactured in 2006, so it can be said that it has performed it¿s function in the previous surgeries as intended without any reported failure. Since it has been long in use, thus a normal weakened structural integrity due to repeated reprocessing cycles is considered possible. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported that : "the gamma nail broke when it was inserted into the patient. The nail locking nut or screw on the nail holder broke in the nail. The device could be removed and replaced with a new one with a new insertion aid." Additionally reported: this occurred during primary implantation, no debris reported, it was the "nail retaining screw" that broke off, "no more than a few minutes" of delay.